Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired to the ilet lost glucose readings on the ilet display, consistent with intermittent communication failure between the cgm and the pump, and the agent instructed the user to toggle and re-enter the g7 pairing code with education on reconnection timeframe. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between devices, characterized as intermittent communication failure involving the wireless communication component, including the antenna and electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.